Event description:
While loading the sds onto the zinger light wire, the physician could not advance the stent beyond the first 2 inches of the proximal end of the wire. The sds was prepped according to IFU with saline and the wire was wiped with a wet 4 x 4. The sds "froze" on the wire and the physician was unable to either advance or remove the sds from the wire. The sds never entered the patient. Hemostats used to remove the sdsd from the wire. A new wire and sds were used to successfully complete the procedure. Upon receipt of the product for evaluation, the cypher delivery system was found broken and separated 9mm from the distal tip. The broken section was also elongated/ stretched.

Manufacturer narrative:
The device is currently undergoing analysis. Additional information will be submitted within 30 days of receipt.